Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration. The material number has been updated, which is reflected in this follow up report.

Manufacturer narrative:
Based on the information provided by the customer, the defect type has been updated.